Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir and air bubbles. The customer states that something is breaking off where the reservoir goes and is causing air bubbles. The customer also states the back of the insulin pump is cracked. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would have to be replaced.